Event description:
It has been claimed that the anti-entrapment system assembled on the base frame of the bed is not working - it was possible to lower the bed when the anti-entrapment system was on and when the infrared beam was interrupted. Fortunately, entrapment has not occurred, no injuries were sustained.

Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation.